Event description:
It was reported that prior to starting a da vinci hysterectomy procedure, the customer noted that the pk dissecting forceps instrument wire was broken. No missing or fallen pieces were reported. On (B)(6) 2013, customer called to inform isi that the pk dissecting forceps instrument has been disposed.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.